Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined permeability test: a permeability test has shown that the m.blue has a blockage while the progav 2.0 is permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 operates within the permissible tolerance in horizontal position. Because the m.blue is not permeable, a computer controlled test is not possible adjustment test: during the adjustment test it was determined that the m.blue but not the progav 2.0 is adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test of the m.blue has shown that the brake function operates as expected; and the braking force is within the given tolerances. The brake functionality test of the progav 2.0 has shown the brake function operates as expected; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on the investigation results, the m.blue was found to be blocked and the progav 2.0 was found to be non-adjustable. The deposits visible in the valves are the cause of the malfunctions mentioned. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus (#fx844t) was implanted. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 23 years. Gender: male.